Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritations on his back described as hives while wearing the lifevest. It was reported that the irritations were red, bumpy, and itchy. The patient's physician advised the patient to end use of the lifevest. Follow-up indicated that the irritations improved with the use of a cream and the patient had ended use of the lifevest.